Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with hematoma. Decreased hvli was also observed. No session records or printouts were obtained. Possible lead damage during the procedure is suspected. Lead provocations and pocket manipulations were suggested. The lead is being monitored.